Event description:
An international customer ((B)(6)) reported that while performing a plif case on (B)(6) 2015, an llc peek cage fractured and broke. The cage was about half way into the l4/l5 disk space, the surgeon continued to tap on it to gain full insertion when the implant broke. The surgeon was able to remove 2 large sections but realized the entire cage could not be accounted for. The surgeon searched the surgical site and could not locate the remainder of the peek cage. After determining this was not a critical issue, he inserted a new llc cage and completed the surgery without further issue. No health injury of the patient was confirmed.

Manufacturer narrative:
Visual inspection found that the cage had fractured/cracked at the ID threads where the inserter attaches/mates. The failure mode indicates that the inserter may have not been fully threaded upon striking and/or the possibility of inadequate disk height necessary to allow insertion of the implant due to not trialing the disc space prior to implantation. Both place excessive load on the device and introduce stress/forces it was not designed to withstand. A review of the device history record revealed no anomalies. The returned peek cage was properly manufactured and released according to design specifications. The novel spinal spacer system is an intervertebral body fusion device that can also be used as a vertebral replacement device. The implants are a spinal fixation system consisting of various cylindrical shapes (footprints) of varying lengths, widths and heights to accommodate individual patient pathology. System implants are manufactured of surgical grade titanium alloy (astm f-136) or polyetheretherkeytone, peek (astm f-2026). A radiographic marker made of titanium (astm f-136) or tantalum (astm f-560) facilitates visualization. The novel spinal system must be used with a supplemental spinal fixation system. Specifically, the novel spinal spacer system should be used with the alphatec zodiac® polyaxial system. The novel spinal spacer system as a cervical intervertebral body fusion device should be used with the alphatec trestle® spinal system. When used as an intervertebral body fusion, the novel spinal spacer system is to be used with autogenous bone graft and these patients should have had six months of non-operative treatment.